Event description:
The pt turned the treadmill "on". The treadmill made a loud pop and began to smoke. The treadmill was inoperable. During a previous occurrence with this treadmill, sudden stoppage occurred at an inclined position. The pt was not injured but injury could have easily occurred. Rptr is concerned whether this treadmill is a properly listed medical device. The physical therapy rehab facility.